Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 22-aug-2023. The most recent information was received on 30-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("disabling pain"), fatigue ("fatigue despite rest and treatment to restore energy") and general physical health deterioration ("physical condition") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), fatigue (seriousness criterion disability), general physical health deterioration (seriousness criterion disability), heavy menstrual bleeding ("haemorrhagic and very painful periods"), dysmenorrhoea ("haemorrhagic and very painful periods"), cervicobrachial syndrome ("cervicobrachial neuralgia"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("tendonitis / tendon inflammation"), amnesia ("memory loss") and depressed mood ("low morale"). At the time of the report, the fatigue, general physical health deterioration and depressed mood had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, dysmenorrhoea, cervicobrachial syndrome, musculoskeletal pain, tendonitis and amnesia were unknown. No causality assessment was received for essure with regard to cervicobrachial syndrome, fatigue, heavy menstrual bleeding, dysmenorrhoea, musculoskeletal pain, tendonitis, pelvic pain, amnesia, general physical health deterioration or depressed mood. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. According to bayer qa, the lot number d46655 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-aug-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(6)) on 22-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("disabling pain") in a female patient who had essure inserted (lot no. D46655) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic and very painful periods"), dysmenorrhoea ("haemorrhagic and very painful periods"), cervicobrachial syndrome ("cervicobrachial neuralgia"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("tendonitis / tendon inflammation"), amnesia ("memory loss"), fatigue ("fatigue despite rest and treatment to restore energy"), general physical health deterioration ("physical condition") and depressed mood ("low morale"). At the time of the report, the fatigue, general physical health deterioration and depressed mood had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, dysmenorrhoea, cervicobrachial syndrome, musculoskeletal pain, tendonitis and amnesia were unknown. No causality assessment was received for essure with regard to cervicobrachial syndrome, fatigue, heavy menstrual bleeding, dysmenorrhoea, musculoskeletal pain, tendonitis, pelvic pain, amnesia, general physical health deterioration or depressed mood. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.